Event description:
Received an electronic report from a hemodialysis user facility that stated "during treatment, the line broke off clear between IV line and arterial line". This facility was contacted for additional info on this event and it was learned that a staff member heard something that was described as air being sucked into the system and went over to look and then the line separated. The staff were able to return the blood in the bloodlines to this pt. Once the blood was returned, a new arterial line was used to replace the separated line and the therapy was resumed and completed as prescribed. The pt was then discharged to home. There is no sample available because it was thrown away in the trash. There was a report of minimal blood loss from this event. Also, it was learned that this event occurred 1 hour into the dialysis therapy. The pt continues dialysis with no report of injury or ill effect from this event.